Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip routing. Both grip handles were broken, and the missing pieces measured approximately 0.131" - 0.169". The broken pieces were not returned. Additionally, the instrument was found to have conductor wire insulation damage inside of the grip routing. Visual inspection found the wire to be exposed. The instrument grips were manually manipulated, and the instrument passed an electric continuity test on 3 of 3 attempts. The instrument delivered energy without any issues on 3 of 3 attempts. There were no signs of thermal damage. The complaint regarding broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a broken tip. The procedure was with no reported injury. Intuitive surgical, inc. (Isi) made a follow up attempt to obtain additional information. However, no further details have been received as of the date of this report.